Event description:
Pump was reported to not deliver fluid as intended. Pump was set to infuse at a rate of 125ml/hr but when the amount to infuse went to 0, there was still 500ml left in bag. No pt injury was reported.